Event description:
The reported event was that during a training session, the first assistant who was holding a laparoscopic instrument (storz brand retraction forceps, length: 42 cm), received electrical discharge on the hand holding it, when the intuitive surgical, inc. (Isi) monopolar curved scissors was fired. The first assist was not wearing gloves at that moment. This happened twice. Product description: retraction forceps, brand: storz, length: 42 cm; pn 33161. Event date: (B)(6) 2023. Site name/address: (B)(6). Site contact: (B)(6). Surgeon name: not applicable isi reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).